Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation: the device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device successfully passed bench handling, power cycling, and functional stress testing without duplicating the report. Review of the device logs show evidence that the day prior to the reported event date, there are several low battery warnings. The log did not show any evidence of a device malfunction. The device was then powered on in battery only mode on the reported event date. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. The battery used during the event was not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device did not recognize the batteries were installed.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.